Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor exhibited a blood/fluid obstruction. The analyst noted that the blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed.

Event description:
It was reported that during the implant attempt, it was not possible to pass the guidewire through the lead. Another guidewire was attempted, with the same results. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.